Manufacturer narrative:
The system was serviced in the field and failed testing due to the mobile viewing station not having power supplied. The fuse of the power board was replaced and the failure was resolved. Concomitant medical products: other relevant device(s) are: product ID: b i31000094, serial/lot #: none. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the mobile viewing station (mvs) could not boot up. No patient was present.